Manufacturer narrative:
Lot #: the product lot number associated with this report was unknown but the customer provided a lot number for the current dressings in stock. The ability of the dressing to absorb wound exudate is based on the materials and construction. The design of the dressing has not changed. No known design changes nor manufacturing changes are known which would affect the absorption properties of the dressing. The lot number that was reported to be in the facility's current stock was reviewed and all in-process and final release requirements were acceptable. A complaint history was reviewed and no trend was seen.

Event description:
A nurse reported a patient with multiple comorbidities was admitted with an existing sacral pressure wound injury. The nurse reported non-3m dressings were initially applied to the wound. On an unspecified /unknown date, 90647 tegaderm¿ silicone foam border dressing(s) were reportedly applied to the wound by the staff for protection from the patient's diarrhea. The dressing reportedly stayed intact and the patient's diarrhea did not leak into the existing wound. The nurse did not have specific information related to dates of dressing application. The patient allegedly experienced maceration of the peri-wound area following use of the tegaderm¿ silicone foam dressing. The skin reportedly became necrotic and the patient required two debridement procedures. The nurse stated the use of the dressing could not be attributed to the worsening of the wound, but alleged it was a contributing factor. The patient has been discharged to a long-term facility, so the nurse reported limited information was available for this report.